Event description:
Prior to a ptca procedure, the physician noted a while foreign material while flushing the catheter. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".